Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red rash on his back under the therapy electrodes. There was no alleged device malfunction contributing to the irritation. Patient reported that his home health nurse and cardiologist recommended that the patient to use "triacaton" on the irritation. The patient confirmed that the triacaton spray helped the rash temporarily, but then his skin got worse. The home health nurse instructed the patient to remove the lifevest until his skin healed. The patient then followed up with a dermatologist who gave him a prescription medication to use on his rash. Follow up indicated that the prescription medication is helping with the skin irritation.